Manufacturer narrative:
A spacelabs regional service manager confirmed the cause of the reported issue, was the customer provided power supply powering the telemetry receiver, and replacing it resolved the reported problem. There have been no reports of recurrence. This report is considered complete and this particular issue closed.

Manufacturer narrative:
Patient monitoring was resumed by replacing the backup power supply. Spacelabs has launched an investigation and will file a supplemental report once the investigation is complete.

Event description:
Spacelabs received a report that on (B)(6) 2017, a loss of telemetry monitoring occurred at the central monitor. No injury was reported as a result of this event.